Event description:
It was reported that the pump touch screen became unresponsive. Customer¿s blood glucose level was 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.